Event description:
The manufacturer received information alleging trilogy 100 error codes occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's required replacement of the internal lithium-ion battery to address the issue. However, no repairs were completed because the device was scrapped.